Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 3.18e. Insulin pump passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Insulin pump functioning properly. Insulin pump received with missing battery cap metal contact.

Event description:
Medtronic received information that failed batt test, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.